Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.